Event description:
The reporter described an event during which the wrench broke while attempting to zero a 110-4l. Intracranial pressure monitoring catheter. The monitor and catheter would not zero. Once the device did zero, the clinician placed the catheter. The catheter immediately defaulted while placed in the pt's head. The event required a version of a 110-4l and alternate monitor the catheter functioned properly. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be rec'd for eval. An investigation has been initiated based upon the reported info.